Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm, power error detected alarm and power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for replace battery now alarm was performed. Customer received replace battery now alarm twice without a low battery alert. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Troubleshooting for power error detected alarm was performed. Customer advised the internal power source on the insulin pump was unable to charge. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.